Event description:
Boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room having received inappropriate shocks. Upon interrogation of the ICD, it was noted to be in safety mode due to a device fault. The patient had colonoscopy surgery in august; however has not been exposed to radiation therapy. The device was programmed off until a replacement could be completed; however, the patient received another shock. Upon interrogation the device was found to be in monitor + therapy mode. The device was repeatedly programmed off and it would repeatedly reactivate itself. At replacement, all lead connections and device measurements were normal. The device was removed and began to beep intermittently at one point the device began to charge. The patient has been asymptomatic throughout this time.